Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. Device not yet received.

Event description:
The sales representative reported on behalf of the customer that the ias12-100lpi, airseal 12/100mm lpi port, was being used during an unknown robotic procedure on (B)(6) 2023 when it was reported, ¿airseal trocar is broken during the operation. The broken part was find in the patients sinus.¿. There was no report of injury, medical intervention, or hospitalization for the patient or user. Assessment questioning was sent, and it was discovered that the user had used a second, non-conmed, trocar device inside the ias-12-100lpi airseal trocar device in a ¿piggyback¿ fashion (one inside the other) during the procedure. Conmed received no further answer to the assessment questions that were asked; however, conmed did receive photographic evidence that the broken piece was retrieved from the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Event description:
The sales representative reported on behalf of the customer that the ias12-100lpi, airseal 12/100mm lpi port, was being used during an unknown robotic procedure on (B)(6) 2023 when it was reported, ¿airseal trocar is broken during the operation. The broken part was find in the patients sinus.¿. There was no report of injury, medical intervention, or hospitalization for the patient or user. Assessment questioning was sent, and it was discovered that the user had used a second, non-conmed, trocar device inside the ias-12-100lpi airseal trocar device in a ¿piggyback¿ fashion (one inside the other) during the procedure. Conmed received no further answer to the assessment questions that were asked; however, conmed did receive photographic evidence that the broken piece was retrieved from the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence. Update: email received 4apr23 states fragmentation was retrieved using forceps. The procedure was completed as planned. The procedure was a robotic prostatektomy per the reporter.

Manufacturer narrative:
The device is not being returned; however photographic evidence was provided that appears to confirm the event. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised the following: to use extreme caution during airseal access port insertion. Improper use of this product can result in life-threatening injury to internal organs and vessels. Do not use excessive downward force. Ensure that the access port is properly inserted. Do not remove the obturator from the cannula at this time. Note: if using the blunt tip access port, the spring anchor should be secured down to the patient¿s abdomen with suture, in the usual manner. We will continue to monitor for trends through the complaint system to assure patient safety.